Manufacturer narrative:
During laboratory analysis, the product surveillance technician was able to verify the reported issue. When connecting the module to a heart lung machine simulator, the self-test was disrupted when attempting to press the module onto the connector more securely. The occluder cable to be carefully positioned to maintain continuous communication with the module. When the communication is disrupted it causes the occluder to return to an uncalibrated state. If additional information becomes available on this complaint that would alter the facts and/or conclusion, a supplemental report will be filed accordingly.

Event description:
It was reported that during use of the device for a cardiopulmonary bypass (cpb) procedure, the occluder occluded automatically, went to calibrate mode, and displayed an error message. As a result, clamps were used to manually occlude. The surgical procedure was completed successfully. There was no delay, no blood loss, nor adverse consequences to the patient. Per clinical review, the manufacturer's clinical specialist spoke with the team regarding an incident that took place on (B)(6) 2020 with the venous colluder module on the heart lung machine (hlm) during a cpb procedure. The team initiated cpb with the use of the venous occluder without issue. During the procedure, the occluder automatically occluded the venous line without user input. The team does not remember if there was an error message. The team opted to not exchange the module with another during the procedure, and used manual clamps. There was no delay in the continuation of the surgical procedure. There was no harm, or blood loss associated with the event.